Event description:
It was reported that this patient experienced dehiscence. Which led to the physician opting to clean out the device pocket, then re-suture the pocket closed to try to prevent infection from occurring. At this time, the device remains in service and no additional adverse patient effects were reported.